Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced insulin flow blocked. The patient disconnected and push insulin slowly through tubing with plunger. No further information available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: united states.